Manufacturer narrative:
The technician replaced the brake hex rod, shoulder bolt, set screw and nut to resolve the issue.

Event description:
The account alleged the brakes set but are not holding. No pt impact.